Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was at 50% when the customer went to sleep and the pump shut down due to low battery power during the night on (B)(6) 2017. In addition, the customer was having difficulty charging the pump at the time of the call despite the attempt of multiple usb cables, wall adapters and power sources. Customer's blood glucose level was 300-400 (mg/dl) on (B)(6) 2017. Customer charged the pump and used the pump ad address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.